Manufacturer narrative:
The investigation of unspecified death has been completed. Neither the data logs nor the product were returned for investigation. The clinical details provided are very limited but assure that there is no allegation against the pump as the cause of death. The root cause of the unspecified death could not be determined due to the lack of details.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and subsequently expired. The patient was transported to the emergency room and placed on extracorporeal membrane oxygenation to provide circulatory support. The patient was thereafter taken to the cardiac catheterization lab where the impella cp device was implanted and percutaneous coronary intervention was performed. Eight days after the start of support, the patient expired. The cause of death is unknown and both the impella pump and automated impella controller were noted functioning without an issue. Medical safety reviewed the event and noted there is very limited information surrounding the details of the event and there is not enough evidence to exclude the impella device as an associated factor in the patient's (death) outcome.